Manufacturer narrative:
Ventricular noise oversensing, most probably resulting from electromagnetic interferences (emi) at 50 hz, was observed in the vf episode recorded on (B)(6) 2020 at 14:51, leading to the delivery of one (1) inappropriate shock therapy. Based on available data, no issue is suspected on the subject crt-d. However, careful monitoring of this phenomenon should be performed upon each follow-up.

Event description:
Reportedly, the patient received an inappropriate shock due to noise oversensing.